Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was requested to check performance and noted the device needs parts. Followup indicates there are missing parts (battery door, handle, cover) that need to be replaced. It was mentioned that the device stopped during operation. The device was returned for repair and calibration. There was no patient involvement.